Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8-jan-2026, it was reported by a sales representative via sems-07182077 that an ar-9835 ablation probe's tip broke off. Noticed during a case, device swapped, and case completed with no patient effect.